Manufacturer narrative:
Block b3: approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, it did not release from the catheter. It was carefully pulled free from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.